Event description:
It was reported via repair work order that the zoom wheel was locked due to a faulty zoom motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.